Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x15mm balloon. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to the noncalcified, moderately tortuous, mid right coronary artery (rca), but the stent dislodged. The dislodged stent embolized to the mid rca where it was then deployed. No attempt was made at retrieval prior to deployment. The procedure was completed with another stent. No pt injuries or complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.